Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 3004209178-2014-99676.

Event description:
Customer reported he went to hospital because of customer reported he went to the hospital due to pack pain and blood pressure. Customer's blood glucose was 453 mg/dl. Customer stated the staff at the hospital did not show concern over customer's high blood glucose. Customer's symptoms of high blood glucose were thirst and irritability. Customer was wearing the device. Customer stated doctor was going to take him off the device for a few months. Customer declined to troubleshoot for high blood glucose. No further information reported.